Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Event description:
On (B)(6) 2023, the poly liner de-transformation was confirmed and the revision surgery was performed to replace the poly liner. In the surgery, the surgical field also confirmed that the poly liner had been dislodged from the cup. The surgeon wished to remove the stem and evaluate the damage caused by the impingement on the cup, but since the stem removal instrument was not in place, a new polyliner, the same as the original implant, was inserted, the inner head was replaced with a new one, and the procedure was completed. The surgery was completed successfully without any surgical delay. The removed poly liner had a wound where the stem neck had interfered. Also, the liner was deformed into an oval and missing several anti-line tabs (ards). Regarding the relationship between this event and the product, the surgeon commented that it was a stress concentration due to the liner and stem neck impingement and a reduction in the locking mechanism of the poly liner. In addition to the product, another possible cause could be that the high level of activity, both in terms of age and in terms of the type of work (custodianship), was a factor in the strain placed on the poly liner. Within 6 months to 1 year, the surgeon plans to perform another surgery for stem removal. History of medical history/treatment/other diseases currently under treatment, etc. No. Allergies, smoking, etc. No. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.